Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer reverted to manual injections for insulin therapy. Additionally, customer experienced low blood glucose level of 51mg/dl, cause was unknown. The customer consumed carbohydrates to address the bg level. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.